Event description:
A pt reported experiencing inaccurate erratic results with a ot ii meter. The pt's blood glucose results were 145mg/dl, 235mg/dl, 231mg/dl. Tests were done within < 10 minutes with a difference of 26%. Pt did not experience any adverse events. No further info has been reported.